Manufacturer narrative:
Based on qa assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient with an unexpected outcome following intraoperative aberrometry assisted cataract surgery. The patient had more myopia post-operatively than expected. The patient also had rebound inflammation after stopping topical steroid drops. The clinical application specialist stated there has been no intervention yet. The surgeon is waiting on an explanation before she decides to proceed with a lens exchange and/or proceeding with the fellow eye. The doctor reported the images were good and the recommendation was for a 16.5 diopter intraocular lens (iol). The lens calculation data provided also showed a 16.5 diopter iol. The doctor clarified that this had not yet undergone her typical offset for previous refractive surgery and in the absence of aberrometry, would have implanted a 17.5 diopter lens which would have resulted in even higher residual error.

Manufacturer narrative:
With no additional, related information provided, the customers reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgical/clinical factors, unrelated to the functionality of the device. (B)(4).